Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv3447 showed no other similar product complaint(s) from this lot number.

Event description:
"It was reported that a small amount of perivascular thrombosis was formed in the right upper extremity, and the dual-dimensional and color doppler echoes of the right upper extremity were not abnormal. The patient underwent PICC placement on (B)(6) 2019 for chemotherapy. On (B)(6) 2019, no abnormality was found during physical examination and the patient asked for catheter removal. Ultrasound indicated that a small amount of perivascular thrombosis was formed in the right upper extremity, and the dual-dimensional and color doppler echoes of the right upper extremity were not abnormal. After subcutaneous injection of low-molecular-weight heparin 5000iu and oral administration of warfarin 2.5 mgqd, the patient signed and discharged. "